Event description:
It was reported that during an unknown procedure, the tendon stapler had a failure, out of all 4 staplers and 3 pucks on tendon anchors, 2 successfully grabbed and 1 successfully implanted. A back up device was available and a delay greater that 30 minutes was reported. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: review of the applicable dhrs did not indicate any nonconformance, deviations or other issues with devices involved in this issue. A complete review of manufacturing documentation was conducted and the devices were found to be within specification. Several loading related complaints have been observed and are related to tendon stapler stakes that are too small to engage tendon staples. The products, used for treatment, were returned for evaluation. Investigated the returned devices. A total of four tendon staplers were returned and appeared undamaged. Following visual inspection, the complaint was verified by attempting to load the anchors. No anchors were able to be loaded with the accompanying tendon anchor inserters. Various inspection methods have shown that the stakes are undersized and are leading to loading difficulties. Root cause was determined after investigation. Failure mode experienced by the user facility was confirmed through direct physical investigation, similar complaints have been reported with these devices from other users.